Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the ipg pocket was discharging fluid and opened up after the patient lost weight. The patient was given antibiotics and the physician revised the pocket.